Event description:
It was reported that the patient experienced bradycardia. There was unstable thresholds on the right ventricular (rv) lead. It was noted there was tissue growth in lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.